Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A comprehensive review of the available information did not identify evidence suggesting the impella cp contributed to the reported clinical outcome.

Event description:
An impella cp was inserted via the right femoral artery in a 75-year-old male presenting with acute myocardial infarction and cardiogenic shock. The patient had a reported history of renal insufficiency. Prior to device insertion, the left ventricular ejection fraction was reported as 14 percent. The patient¿s starting lactate was 7.3 mmol/l and hemoglobin was 10.0 g/dl. Hematocrit values were not reported. The patient was classified as scai stage e and required inotropes, vasopressors, and mechanical ventilation for respiratory support. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During the course of treatment, the patient experienced a groin bleed at the impella cp access site. The access site was located at the right femoral artery. It was reported that 40,000 units of heparin were administered in the catheterization laboratory. The reported patient event included a minor access site bleed associated with the pump. No additional device-related signs or symptoms were reported. Despite ongoing medical management, the patient remained critically ill with advanced cardiogenic shock. Care was ultimately withdrawn and the patient expired. Based on the available information, the reported events occurred in the setting of severe cardiogenic shock and significant underlying clinical illness. A comprehensive review of the available information did not identify evidence suggesting the impella cp contributed to the reported clinical outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Minor bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.